Event description:
A physician reported that an ophthalmic handpiece exhibited water leakage. The surgery was by using another handpiece. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was received with outer blister and cover foil (w/o inner blister). The leakage in the handle could be confirmed using a syringe and water. The valve could be pulled easily from the reduction connector with the fingers indicating a lose connection of this piece to the valve. All devices undergo a 100% inspection with regards to flow / leakage. The device passed this test. As the handling by the customer is unknown, the root cause is inconclusive unable to verify. The malfunction is confirmed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively because the product met specifications. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).